Manufacturer narrative:
Other text: two devices were returned for analysis. Visual inspection showed the devices were in good condition. An accuracy test was performed and the reported issue was not duplicated. No discrepancies were detected with both devices and passed with a result within specification. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D4: expiration date and h4: manufacture date are unknown, d3, g1, and g2 email is: (B)(6).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the spike had come out of the bag and white residue was seen on the fanny pack and a small amount inside. No patient injury reported.